Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA to report that his onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error 1 message occurred on (B)(6) 2014 at 7:30 am. Prior to the start of the alleged issue (time not specified) the patient reportedly experienced symptoms of ¿sleepy and sweating¿. The patient manages his diabetes with insulin pump therapy. According to the csr¿s documentation, the patient reportedly administered 7 units of humalog insulin 30 minutes after the alleged meter issue occurred. The patient stated he self-treated on (B)(6) 2014 at 8:00 am with 7 mg humalog insulin. At the time of troubleshooting, the csr noted the meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported based on the following conclusion(s): there is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/11/2014). The patient¿s meter has been returned on 7/24/2014 and evaluated by lifescan product analysis on 7/30/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.